Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery test alarm, insert battery alert and power loss alarm. The customer's blood glucose was 155 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that they received insert battery alert and place battery alert after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery, failed battery or power loss alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specification. The insulin pump was received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.